Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed noise which resulted in pacing inhibition. The noise was able to be reproduced with isometrics. During the lead revision procedure, the lead was abandoned surgically and replaced. The device was explanted and replaced as it was near the elective replacement indicator. No other adverse patient effects were reported.

Event description:
Additional information received states that this rv lead was fractured when surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.